Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: circuit board failure and software version upgrade. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no reported complaint as this device was returned for uhi-4 field corrective action repair.

Event description:
It was reported the high flow insufflation unit experienced co2 gas supply ceasing operation during operation and light-emitting diode (leds) turning off. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction: this report was sent in error there was no customer complaint, the device was returned to the manufacturer for a recall repair and the investigation found no additional failures that would not cause or contribute to a death or a serious injury if it were to recur. As olympus had notified of the serial numbers affected by the required repair no emdr is required at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.